Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #9 it was verified its non-osseointegration. Patient presented bone type iii.

Manufacturer narrative:
(B)(4).